Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. The rise in impedances had been gradual over the past year. Threshold measurements were also elevated. The patient was referred to an electrophysiologist. No adverse patient effects were reported. The lead remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. The rise in impedances had been gradual over the past year. Threshold measurements were also elevated. The patient was referred to an electrophysiologist. No adverse patient effects were reported. The lead remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that this lead and the associated device were subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. The rise in impedances had been gradual over the past year. Threshold measurements were also elevated. The patient was referred to an electrophysiologist. No adverse patient effects were reported. The lead remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that this lead and the associated device were subsequently explanted. No additional adverse patient effects were reported. It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.